Event description:
It was reported that after the spaceoar placement procedure, magnetic resonance imaging (MRI) was performed and showed that most of the hydrogel was placed in the right place. At the apex there is a tiny tract that goes into the rectal wall where the hydrogel flowed into. The patient is asymptomatic.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. B3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/12/2025. D4: h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. H6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Manufacturer narrative:
Additional information block b5 and d6 has been updated with the additional information. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/12/2025. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar placement procedure, magnetic resonance imaging (MRI) was performed and showed that most of the hydrogel was placed in the right place. At the apex there is a tiny tract that goes into the rectal wall where the hydrogel flowed into. The patient is asymptomatic. Additional information received on 14 october 2025, it was further reported that the patient completed the stereotactic body radiation treatment (sbrt), the misplacement was discovered on months after the placement procedure.